Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot/ serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; ubd: 05-jul-2009, UDI#: (B)(4) <(>&<)> product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving 25 mg/ml of morphine at 1.2 mg/day via an implantable pump for spinal pain. It was reported that something was wrong with the catheter. The healthcare provider (hcp) attempted to do a catheter access port (cap) procedure the week before (relative to (B)(6) 2019) and the hcp was unable to aspirate. It was reported the plan was to taper the patient down to eventually put saline in the pump. The rep reported the hcp told them they programmed the pump to deliver 1 mg/ml at 0.125 mg/day, but they did not change the actual drug in the pump. It was reviewed that the pump programmed in this way with 25 mg/ml of drug would actually be delivering 3.125 mg/day. The rep planned to follow-up with the healthcare provider. No symptoms were reported and it was unknown if the patient experienced a sudden or gradual change in therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the healthcare provider was using the clinician programmer tablet and therapy application, software version 1.0.7493, when they attempted to program the pump to delver 0.125 mg/day with a 25 mg/ml concentration. The rep reported they spoke with the healthcare provider and discussed programming the device to minimum rate mode to deliver a lower dose. The pump was re-programmed to show that the pump was delivering 25 mg/ml, and deliver 0.150 mg/day. No symptoms were reported. Regarding the inability to aspirate from the cap, the rep reported the patient will be tapered down and the drug will be replaced with saline. The patient will then undergo a catheter revision. The revision has not been scheduled yet. The cause of the inability to aspirate from the cap has not been determined. The patient's weight was unknown. No additional information was available at this time.